Event description:
The user changed lots of ckmb reagent and noticed his level 3 qc was out low. He stated he also performed a pt correlation and the results were lower on the new lot. Of the data provided, two results were discrepant. Sample 1 result on lot # 153686 was 3.49 ng per ml, repeat result using lot 155150 was 2.41 ng per ml. Sample 2 result on lot# 153686 was 2.86 ng per ml, repeat result using lot 155150 was 1.89 ng per ml. The user was validating the new lot number, so no pt samples were tested other than the correlation study. The user also ran controls on the other instrument (B)(4) using the new lot of reagent and the control was outside of the acceptable range low. The field service rep determined the measuring cell was the cause and replaced it. He performed a system volume check, pmt adjustment and a cell blank calibration. To verify the analyzer operation, he ran performance tests, calibration and qc within results within specification.